Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack opening and wear abrasion. A leak test was performed which found one opening. A microscopic analysis identified a curved cracked opening in the valve assessed as a cracked valve seat diaphragm valve and partial delamination of the diaphragm flange disk assessed as adhesive failure. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a crack opening on the valve assessed as a cracked valve seat diaphragm valve, and delamination of the diaphragm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.